Manufacturer narrative:
(B)(4).

Event description:
The customer alleges the guide wire is kinked during use.

Manufacturer narrative:
(B)(4). The customer returned a used spring wire guide (swg) still inside of the swg assembly. A visual inspection of the swg revealed that there are two bends in the swg body and there are signs of use. Microscopic examination of the guide wire confirmed the bends. Both welds were present and were observed to be full and spherical. The bends in the swg were located approximately 21.7 and 22.5 cm from the distal end of the swg. The length and outer diameter of the swg were measured and were found to be within specification. A manual tug test confirmed both the distal and proximal welds are intact. A device history record review was performed and no relevant manufacturing issues were identified. The instructions-for-use provided with this kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The reported complaint that the swg was kinked was confirmed based on visual inspections of the returned sample. Multiple bends were found in the swg body. The returned guide wire met all relevant dimensional requirements and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, operational context caused or contributed to this event.

Event description:
The customer alleges the guide wire is kinked during use.